Event description:
The customer contact reported the device was too hot to touch. The device was returned to the biomedical department unspecified reason. No specific patient information no tracking information, pump programming, or event details were provided. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device was too hot to touch. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device passed testing. The device did not become too hot to touch. Additionally during testing, an e321 (battery charger timeout) error code was noted in the device history but was not duplicated during testing. Although the device passed testing. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.